Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision to be revised (B)(6) 2014. Asr xl- right. Reason(s) for revision: pain, alval/soft tissue reaction, increasing ions, swelling over joint. Update rec'd 29 sep 2014 - we have realised the patient is bilateral as lot numbers for head and cup do not match up on scf and claimsuite. This com will remain the right hip, but the lot numbers for the head and cup will be changed to those of the scf. This realisation also means that we do not have an implant date for the right hip as the surgeon has only stated "2008" on the scf. As a result a com will be created for the left hip. All details will be added from the attached claimsuite except the revision date (the same as the right hip's revision date), which I will query with the file handler. Rec'd response from file handler regarding left hip - 2 oct 2014. The patient is a bilateral patient. The left hip was implant on (B)(6) 2008 and the right hip on (B)(6) 2009. The patient had revision surgery of the right hip on (B)(6) 2014. The (B)(4) was incorrectly filled out by the surgeon¿s rooms relating to the date of primary surgery for the right hip, it should read (B)(6) 2009. To date the left hip has not been revised. With this in mind I have updated the necessary on this com. An updated claimsuite for the right hip will be sent by crawfords. A claimsuite for the left hip will be sent once the hip has been revised. Update nov 17, 2017: additional information received. Dor corrected to jan 13, 2016. Updated complainant information. This complaint was updated on nov 22, 2017.

Manufacturer narrative:
Asr revision to be revised (B)(4) 2014. Asr xl- right reason(s) for revision: pain, alval/soft tissue reaction, increasing ions, swelling over joint update rec'd (B)(4) 2014 - we have realised the patient is bilateral as lot numbers for head and cup do not match up on scf and claim suite. This com will remain the right hip, but the lot numbers for the head and cup will be changed to those of the scf. This realisation also means that we do not have an implant date for the right hip as the surgeon has only stated "2008" on the scf. As a result a com will be created for the left hip. All details will be added from the attached claim suite except the revision date (the same as the right hip's revision date), which I will query with the file handler. See attached email dated (B)(4) 2014 for further details. Rec'd response from file handler regarding left hip - (B)(4) 2014 the patient is a bilateral patient. The left hip was implant on (B)(4) 2008 and the right hip on (B)(4) 2009. The patient had revision surgery of the right hip on (B)(4) 2014. The (B)(4) was incorrectly filled out by the surgeon¿s rooms relating to the date of primary surgery for the right hip, it should read (B)(4) 2009. To date the left hip has not been revised. With this in mind I have updated the necessary on this com. An updated claim suite for the right hip will be sent by crawfords. A claim suite for the left hip will be sent once the hip has been revised. Update: (B)(4) 2017: additional information received. Revised (B)(4) 2016. All product and lot numbers are correct. This complaint was updated on (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.